Event description:
My (B)(6) son is seeking medical help because the malem alarm burnt him the first time he used the product. We have contacted the MFR but on one has responded to us. This is unacceptable and this product should be evaluated by your dept. FDA safety report ID# (B)(4).